Event description:
When advancing the introducer sheath and dilator over the guide wire, the introducer sheath and dilator encountered an osteophyte shelf in the patient which impinged on the vena cava. The cava wall was perforated. Extravasation was noted. The doctor removed the system. The filter was not delivered.